Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the deployment of the t1 implant of the fast-fix 360 was at first difficult, then after deploying, the deployment rod remained stuck out, extended, making impossible to deploy the t2 implant. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the implantable t1 was retained inside of the patient, however it is unknown if it was left secure. Therefore, we cannot rule out the potential for micro-motion, migration, local skin irritation or pain. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair surgery, the deployment of the fast fix t1 implant was at first difficult, then after deploying, the deployment rod remained stuck out, extended, making impossible to deploy the t2; t1 of the device remained in patient. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.